Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 452 mg/dl. The customer did not mention any treatment and symptom related to high blood glucose level. The customer reported that the insulin pump received insulin flow block alarm during basal. The customer also reported change sensor alarm. The customer reported that the insulin pump did not allow them to deliver bolus and was asking to rewind. The insulin pump was not on auto mode at the time of the incident. The insulin pump will not be returned for analysis.